Manufacturer narrative:
Document review: amistem h femoral stem size 2 lat - (B)(4) / lot 101030 (46 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing included washing and sterilization cycles. The 43 stems belonging to this lot have been already implanted and no incidents have been reported up to now. Cocr ball head 28 (k072857) - (B)(4) / lot 100526 (60 heads produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. The 43 heads belonging to this lot have been already implanted and on incidents have been reported up to now. Versafitcup cc trio liner (k103352) - (B)(4) / lot 100724 (25 liners produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. All the liners belonging to this lot have been already implanted and no incidents have been reported dup to now. From the data collected, there are no evidences that the infection is device related.

Event description:
Revision surgery due to infection.